Manufacturer narrative:
The battery was returned to heartware. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. The returned battery passed functional testing. No additional information will be forthcoming. This is one of two reports (3007042319-2013-00154 and 155) submitted for devices related to the same event.

Manufacturer narrative:
The devices has been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00154 and 00155) submitted for devices related to the same event.

Event description:
This event involved a patient who experienced power source change in the controller earlier than expected 18 months after heartware lvad implantation. It was reported that this was occurring even when the gauge on the battery was showing two led lights. Also, when one of these batteries was connected to power port 1 of the controller and power port 2 was connected to ac power, the battery would drain. A preliminary log review by the site was able to identify the suspected batteries. The batteries and the controller were removed from the patient and replaced. There were no injuries associated with this event. The investigation is ongoing.